Event description:
It was reported that the pt underwent an implantable neurostimulator system (ins) removal due to infection. The pt recovered without sequela. The device was returned to the manufacturer for analysis. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.